Event description:
While user was driving battery powered wheelchair on the beach, he smelled smoke. A fault code appeared on the joystick display (indicating an issue). About that time black smoke started to come out from beneath his seat. His brother removed him from the chair. The underside of the seat caught fire and soon after the chair was engulfed in flames. The beach personnel were able to extinguish the fire. No one was injured. The left battery showed signs of significant damage. The right battery was completely intact. Investigations into the joystick, power module, and batteries are currently being conducted.

Manufacturer narrative:
Importer, (B)(4), and the MFR, magic international, are currently conducting investigation into this incident. In particular, looking into the power source and controlling units, all findings will be reported in a follow up report. No codes were available on website- website indicated that the page was no longer available. (B)(6).